Event description:
Pt was face down on the x-ray table. Pt was asked to put hands over head. Pt was told by the staff not to hold onto the end of the table. Pt did anyway. The staff did not see pt's hands on the end of the table when they moved the table top. This action cut the tip of two fingers. One finger had to be re-attached.